Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. However, patient had a work related injury approximately 5 months prior to the reported event which may have been a contributing factor. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Medical records were received and the reported event was confirmed. Upon review of the information received, the root cause remains undetermined as previously reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left elbow contracture release and heterotopic ossification bone removal approximately sixteen (16) months post-operatively following a work-related injury that had occurred five (5) months prior. Operative notes from the contracture release and heterotopic ossification bone removal identified that the patient had extensive scarring in the anterior compartment with ectopic bone in the lateral gutter and posteriorly at the tip of the olecranon. The scarring and bone were excised and the wound thoroughly irrigated. No components were removed and the surgery was completed with the patient in stable condition with increased range of motion.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 00577, 0001822565 - 2019 - 00580. Patient not revised.

Event description:
It was reported that the patient suffered from post traumatic contracture of the heterotopic bone posterior to compartment. Attempts to obtain additional information have been made, however, no more is available at this time.